Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 3 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 45 to 49 mg/dl were recorded at 5:01:56 pm to 5:16:56 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 5:01:56 pm on (B)(6) 2020. A user initiated tubing fill of size 17.82 units was observed at 1:57:21 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. The user made the following bolus request(s) while having insulin on board (iob): time: 12:56:31 pm date: (B)(6) 2020 iob: 0.00. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 7:56:56 pm to 8:11:56 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 7:56:56 pm on (B)(6) 2020. A user initiated tubing fill of size 17.82 units was observed at 1:57:21 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Blood glucose (bg) of 47 mg/dl was entered into the pump by the user on (B)(6) 2020 at 04:47:08 am. Blood glucose (bg) of 49 mg/dl was entered into the pump by the user on (B)(6) 2020 at 04:55:52 am. Continuous glucose monitor (cgm) values of 47 to 52 mg/dl were recorded at 04:46:52 am to 04:56:52 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 04:46:52 am on (B)(6) 2020. On (B)(6) 2020, at 12:43:21 am, user received an automatic bolus per the user¿s personal profile of size .61 units. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.